Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 one 6.0x120 mm absolute pro ll stent was implanted in the heavily calcified, right superficial femoral artery (sfa). On (B)(6) 2023 the patient had in-stent restenosis in the sfa and the popliteal artery. The patient was re-admitted to the hospital and was treated with angioplasty. The condition was considered resolved with minimal residual stenosis in the sfa stent. On (B)(6) 2024 the patient had recurrent in-stent restenosis in the sfa, popliteal, and common femoral artery. The patient was re-admitted to the hospital and was treated with angioplasty and medication. The condition was considered resolved. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of restenosis is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a possible complication.